Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) tsvt4b16, (imp,tsv,4.1,16,mtx,mg) for evaluation. Visual evaluation was performed, the returned implant's outer vial tamper seal/ring was observed unbroken; however, the outer vial's green cap was seen broken/damaged. The inner vial, implant and bundle mount were observed intact. The outer box was not returned for evaluation. The implant matched prints where measured. DHR review was completed for the subject lot number 1264036. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264036 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : damaged¿ based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). Non conformance and health hazard evaluation have been successfully completed and products have been contained. As a corrective action, a new packaging solution was implemented to avoid the potential reoccurrence of the failure mode. Therefore, based on the available information, a packaging malfunction did occur. The implants cap was cracked while the caps tamper seal was intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the cap of the inner tube was broken upon arrival. Discovered during reception.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D9: device availability unknown / not provided.